Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the ruby coil stopped advancing in a non-penumbra catheter. As the physician pulled the ruby coil back, the coil unintentionally detached in the catheter. The ruby coil was pushed out of the catheter into the vessel with a subsequent pushable coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil was not attached to the pusher assembly. The coil proximal constraint sphere was inside the distal detachment tip (ddt). The pet lock at the proximal end of the pusher assembly was still intact, indicating that the coil was not detached as intended. The pusher assembly was kinked approximately 94.0 cm from the proximal end. The proximal constraint sphere was removed from the ddt and a piece of fractured stretch resistant (sr) wire was visible. Conclusion: the complaint has been evaluated. The complaint indicates that the coil stopped advancing in the distal section of a non-penumbra microcatheter. During retraction of the ruby coil, a pop was felt and the coil detached inside the catheter and was pushed into the vessel. Evaluation of the returned product confirmed that the ruby coil was detached from the pusher assembly. It appears that the force used during the retraction of the ruby coil exceeded the tensile strength of the sr wire, which resulted in a fracture in the sr wire and detachment of the coil. The cause of the resistance within the non-penumbra microcatheter could not be determined. The catheter was not returned for investigation. There appears to be no issue with the returned ruby coil pusher assembly that would have led to resistance with a dimensionally compatible microcatheter. The kink in the pusher assembly was likely related to handling when packaging the device for return. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.